Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, without product return for evaluation and/or clinically relevant supporting documentation, a thorough medical investigation could not be performed. Reportedly, the patient¿s ¿foot was caught in external rotation when it began to not function properly¿. It is unknown if any traumatic event was involved. Reportedly, the instability, pain, and noted insert post-breakage was the cause for revision almost 11 years post implantation; however, the root cause of the post-breakage could not be concluded. The patient impact beyond the reported pain, clunking, instability and revision could not be determined. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of the reported event could include laxity in the joint or improper device selection. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a revision surgery was performed due to acute sensation of clunking and instability (patient practices peloton cycling).